Event description:
It was reported that the patient had experienced ineffective stimulation. Surgical intervention was undertaken and the system was explanted. The investigation did not determine which lead caused the ineffective stimulation.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7282692. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7282692.

Manufacturer narrative:
The report of ¿loss of pain relief¿ was not confirmed. Analysis of the returned lead a found it passed output resistance and inter-channel continuity testing. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.